Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient's ins is rolling around under her skin and indicated it may be related to the weight she lost about two months ago (3-4 pounds lost). The patient was redirected to their healthcare provider (hcp). No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient the patient had noticed around (B)(6) 2020 that her implantable neurostimulator was sliding around and she panicked. The patient did not do anything about it. The implantable neurostimulator was not flying around anymore and was staying stable in the back on (B)(6) 2020. On (B)(6) 2020, the patient had an appointment with her health care professional for bone density and they weighed her and she was up to (B)(6) pounds. The patient was not aware of her weight gain, but noted that since then, the implantable neurostimulator has been in its regular position. There were no patient symptoms or complications reported.